Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no log files were available. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required pericardiocentesis. The ensite precision system was started to confirm normal operation. Brockenbrough was performed and the ablation catheter was inserted into the left atrium. A geometry of the 4 pulmonary veins was created for fusion, and fusion was performed with CT. The mapping catheter was placed in the lspv, and ablation was started from the posterior wall of the lpv at 30-35w, lsi: 4.5. The ablation time was adjusted while monitoring the temperature near the esophagus. The ablation site was changed from the posterior wall to the anterior wall of the lspv, and ablation was performed at 35-40w, lsi: 5.2. Pvi was achieved at the roof area of the lspv, but reentry was observed. The ablation time was changed to 60 seconds, and ablation was performed while shifting the ablation points, resulting in successful isolation of the lpv. Next, ablation was started at the posterior wall of the right pv at 35w, lsi: 4.5. During the ablation from the posterior wall to the anterior wall of the rpv, the patient's blood pressure dropped. Upon confirmation with an ice catheter, a pericardial effusion was detected, and the ablation procedure was aborted, and drainage was performed. Subsequently, the patient was transferred to another hospital for surgery. There were no alleged performance issues with any abbott devices. The hospital discarded the reported catheter.